Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm). The system was verified and ready for use. Intuitive surgical inc. (Isi) received the usm for failure analysis investigation. The unit was analyzed and in remote fe, the 32097 and 25730 errors were found indicating a maxis error and motor axis message is late on the acc due to the rolling loop fiber, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a golden system where the component functioned as expected. The usm was then installed onto a pftp where passed fiber test but tested low on the rolling loop fiber (98.75), replicating the reported event.

Event description:
It was reported that during a da vinci-assisted incisional hernia surgical procedure, a nurse called the technical support engineer (tse) and reported that the universal surgical manipulator (usm) 2 was disabled. System logs show usm 2 errors, including non-recoverable error 307 on usm2. Tse had the customer perform a hard reboot/epo of the patient cart and the system powered back on successfully with no errors. Tse advised the customer the fault may return. The customer informed they can complete the procedure using 3 usms if needed. Customer is continuing with the procedure. Fse to follow up. Customer called in for assistance with system again. The customer stated that after a hard power cycle the error was still occurring. Tse shared system could be utilized in a 3 usm configuration, but the customer stated that usm 2 was in a bad position to work around. Tse had the customer power system back on and utilize arm clutches to move arm to a stowed position. Customer to utilize system this weekend in 3 usm configuration.the procedure was completing as planned with no reported injury.